Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not display waveform. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The authorized service personnel (asp) evaluated the device and determined that the device did not display waveform due to malfunction of ECG cable. The ECG cable was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Reporter information: (B)(6).